Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there are thin vertical strips on the display of the meter. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was provided.